Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction at the insertion site while wearing an abbott diabetes care (adc) device was reported. As a result, the customer experienced a rash under the device and reported receiving unspecified third-party treatment by a healthcare professional (hcp/doctor). There were no additional details provided as the customer did not troubleshoot further as the customer "did not provide this information in the email". There was no report of death or permanent impairment associated with this event.